Manufacturer narrative:
Event summary: the lead was returned and analyzed. Primary analysis revealed that the lead was fractured. It was also noted that the lead was pulled/stretched/overstressed.

Event description:
It was reported that the lead had high threshold which increased the risk of fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had high threshold which increased the risk of fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.